Event description:
This event was reported as recurrent mitral regurgitation, mitral stenosis, congestive heart failure, pulmonary hypertension and tricuspid regurgitation. No further info was provided.